Manufacturer narrative:
Per tandem user guide: the transmitter is reusable and is replaced about every 6 months. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was expired. Customer to replace transmitter to address the issue. No additional patient or event information was available.